Event description:
It was reported that during an unknown procedure, the device became not to be activate after a few actuations. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error 5 later in the procedure, and continued usage can result in a broken blade.